Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this device was emitting beeping tones. A technical services consultant reviewed data via latitude (home monitoring system), and determined that the device recently declared elective replacement indicator, despite nominal programming. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has been received for analysis. The investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this device was emitting beeping tones. A technical services consultant reviewed data via latitude (home monitoring system), and determined that the device recently declared elective replacement indicator, despite nominal programming. Further review of device data was completed by boston scientific engineering, and confirmed that the device is depleting normally; however, the charging behavior is abnormal. This appeared to be an anomaly with the hv charging circuitry, and the root cause is unknown, and future charge times are unpredictable. Therefore, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. The investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached elective replacement indicator (eri) battery status due to long charge times. Testing in the laboratory setting noted the device originally exhibited long charge times (e.g., 18 and 19 seconds) during manual capacitor reformations but then the charge times shortened to times that are within normal range (e.g. 9 seconds) and long charge times never recurred. Subsequent attempts to recreate the reported clinical observations were unsuccessful. Because the long charge times could not be recreated, the root cause could not be confirmed.

Event description:
It was reported that this device was emitting beeping tones. A technical services (ts) consultant reviewed data via latitude (home monitoring system), and determined that the device recently declared elective replacement indicator, despite nominal programming. Further review of device data was completed by boston scientific engineering, and confirmed that the device is depleting normally; however, the charging behavior is abnormal. This appeared to be an anomaly with the hv charging circuitry, and the root cause is unknown, and future charge times are unpredictable. Therefore, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.